Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, and the catheter was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous and moderately calcified, which likely contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Although return of the voyager nc may have further aided the investigation, to ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during predilatation in the mildly tortuous, moderately calcified, concentric, de novo, and bifurcated target lesion in the proximal left anterior descending artery with a 3.8 mm diameter, the voyager nc ruptured during second inflation at 12 atmospheres. A non-abbott balloon catheter was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.